Event description:
It was reported that the customer's insulin pump had cracks near the reservoir window and the battery compartment. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with cracked case at battery tube threads, minor scratched lcd window, missing end cap sticker, and slightly loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.